Event description:
The connection between the arm and the computer was not working. The company field service engineer was able to find that the connection of the rtx64 was disconnected and she was able to evaluate the ip parameters and resolved the issue.

Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. This investigation concluded that the arm connection failure was due to that rtx64 was accidentally disconnected by the company field service engineer during the resolution of a different complaint. Corrected data: - b4 date of this report - d4 catalog number - d5 operator of device - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI : (B)(4).

Event description:
The connection between the arm and the computer was not working. The fse was able to find that the connection of the rtx64 was disconnected and she was able to evaluate the ip parameters and resolved the issue.